Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and would not boot back up. The unit was sent in for repair and found to have 2 failed hdds. All malfunctioning parts were replaced and the software (version 02-40) was loaded onto the unit. The unit was tested per the operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications. No patient harm was reported as a result of this event.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and would not boot back up.